Event description:
It was reported that customer were hospitalized due to low blood on (B)(6) 2022. Blood glucose reading was over 2.8 mmol/l at time of event. Customer current blood glucose was 11.3 mmol/l. Customer treated with food. Customer reported that they had a symptoms like mental confusion, weakness, inability due to low blood glucose. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with glucagon in hospital. Auto mode feature was not active at time of event. No further patient complication were reported. Device will not be return for further analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that emergency medical services were called, ambulance was dispatched, user went to the emergency room and ended up staying at the hospital overnight on (B)(6) 2022. Blood glucose at time of event was 2.8 mmol/l. User was treated with glucagon. When asked what led to the event the customer stated hypothermia. User also stated the reason for hospitalization was due to being unable to urinate. Prior to the event the customer went to bed and turned sensor off because they did not want any alarms. Spouse woke up and noticed patient was unconscious, disconnected the pump and called ems. Blood glucose at time of call was 11.3 mmol/l. A 10.2 mmol/l bg was mentioned as well but it is unclear when they had this bg reading. At the time of the call the customer stated they experienced mental confusion and weakness. User treated with food. Auto mode was not in use. The product is not expected to return.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added which was missed in the initial report. The information has been provided in sections b5 and h6 of this report. Added loss of consciousness (2418), hypothermia (1915) and urinary retention (2119) with this report in h6 section.